Event description:
Procedure: inguinal hernia repair. According to the reporter: the balloon would not inflate. Manual dissection was done instead of utilizing the balloon. There was no report of pt injury, unanticipated blood/tissue loss, or extended operative time.

Manufacturer narrative:
(B)(4).